Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted pre-closure of a moderately calcified common femoral artery prior to an aortic valve interventional procedure using a prostar xl device. Reportedly, during needle deployment, after pulling the handle, there was one needle missing. The physician performed a needle back-down and removed the device from the patient's anatomy. Another prostar xl was attempted with the same result. Needle-back down was also performed and the device removed. A decision was made to use two proglide devices, which worked well, the sutures were set aside and the artery was closed successfully after completion of the index procedure using a procedural 18fr sheath. The patient did not experience any adverse effect. The physician indicated it was possible that the calcification of the vessel may be responsible for the device issues experienced. A 6fr sheath was used at the beginning for preparation and to verify the access site, prior to use the prostar xl devices. The physician is an experienced prostar xl and proglide user. A femoral angiogram was taken prior to the pre-closure procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the handle and needles were in backdown position. The white suture bight was exposed at the suture tube because the coiled suture lumen was not returned. The presence of suture slacks is an indication that the handle was deployed and backdown was performed. The device was disassembled and found a needle strike mark on the posterior lateral side of the barrel. The evidence of a needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause and therefore, it would not be present at the hub, confirming the reported incident. During testing the handle was deployed and all needle/sutures presented at the hub. The needle slots and suture ports appeared normal. Some of the factors that may cause needle deflection include, but are not limited to: manufacturing, user technique such as deploying the device at an angle greater than 45 degrees, or patient anatomical condition such as obesity, calcification or scarring of the access site. It was reported that there was moderate calcification of the common femoral artery. Whether this contributed to the event is undetermined. Therefore, the probable cause for the needle missing/not present at the hub during needle deployment is related to the operational context in which the device was used. A review of the device history record did not reveal any non-conforming material records associated with this lot and a query of the complaint handling database found no indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.